Event description:
It was reported that the insulin pump excessively alarmed no delivery during manual prime. Customer's blood glucose reading was 151 mg/dl. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states the pump alarmed no delivery after troubleshooting. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.